Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and section b describe event or problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A field service engineer (fse) performed troubleshooting and pocket movements for main half height 2.2, which led to a pocket issue on main hh 2.1. The drawer controller was replaced and tested in diagnostics and entire drawer needed to be replaced. Hardware was inspected and adjusted; the battery was confirmed good. Half height drawer 2 in main was replaced and tested in hardware test application and the pyxis application by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was not popping and user unable to access medication. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was not popping.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.